Event description:
This was a lead extraction to remove and replace a class ii advisory lead. The lead (mdt 6949 rv ICD) was prepped with an lld-ez. A 14f glidelight was utilized for the procedure. A significant decline in blood pressure was noted when the physician was about 3 cm from the tricuspid valve. A sternotomy was performed and a 2 cm perforation at the svc/atrial junction was repaired. Unfortunately, the patient did not survive the intervention.

Manufacturer narrative:
The lot # of the device that was initially submitted to the FDA was incorrect. Lot # changed from fgb13f05b to the correct lot # fgb13f25b.